Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that the pt's monitor would not power on when the battery was inserted. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) was unable to be confirmed. Upon investigation, the monitor would not power on. The cause was a damaged j1 battery connector. The damage j1 battery connector interfered with the connection between the battery and the monitor. Two pins on the j1 battery connector were missing. The root cause for the damaged j1 connector could not be positively identified, but the damage is likely due to excessive force while inserting the battery pack into the monitor. No adverse event occurred due to the damaged j1 connector. The pt was issued a replacement monitor.